Manufacturer narrative:
H3, h6 and h10: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification. Visual inspection confirmed the reported 'dark display' as a damaged liquid crystal display (lcd). The lcd was required to be replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed dark screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.